Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that the pump stopped during infusion with the message "requires calibration." Although requested, no additional details were provided. There was no patient or user harm or medical intervention.